Manufacturer narrative:
Date sent to the FDA: 09/27/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported the patient underwent revision surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted dense adhesions to the mesh causing a partial bowel obstruction. After lysing the small bowel adhesions to the mesh for more than one hour, he was able to relieve the partial small bowel obstruction. He observed that the hernia itself was recurrent with the mesh acting as the new hernia sac. It was reported the patient underwent removal surgery and hernia repair surgery on (B)(6) 2014 and mesh x2 were implanted during which the surgeon noted the hernia was recurrent with the mesh having become the hernia sac again. He spent an hour removing the bowel from the adherent mesh and removing a portion of the mesh. It was reported that the patient experienced severe pain, nausea, inflammation, loss of appetite and weight loss. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/04/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.